Event description:
Clinical study. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the svg to left ventricular branch of the rca with 80% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with direct placement of a 3.0 x 12 mm taxus stent. There was no residual stneosis. The pt developed worsening cyanosis of their lower extremities three days later. The next day, the pt underwent stenting of the left common iliac artery, left superficial femoral atherectomy, and left tibioperoneal atherectomy. The pt was discharged the following day on plavix and aspirin. The pt underwent repeat intervention to the left lower extremity for severe peripheral vascular disease 2 months later (per history and physical dated the following month). Several attempts were made to contact the pt for the 6-month follow up. Four mos later, the study coordinator was informed by a family member that the pt had died at home from congestive heart failure eleven days earlier. There is no death certificate available. Causality: target vessel(s) involved: no.